Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation. Concurrent conditions included ovarian cyst, endometriosis, skin fissure and rash on leg. Concomitant products included alprazolam from 2011 to 2015, diazepam from 2013 to 2017, hydrocodone from 2011 to 2018 and sertraline since 2014. In (B)(6) 2010, the patient had essure inserted. In 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced pelvic pain ("pain: pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain and weight increased had not resolved. The reporter considered device expulsion, pelvic pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Removal detail: the left and right ovaries and fallopian tubes were surgically absent. There was endometriosis noted on the peritoneum overlying the bladder. There were surgical staples noted along the path from her previous left salpingo-oophorectomy. There was endometriosis in the posterior cul-de-sac and left pelvic side wall. Uterus was overall normal appearing. The uterus was retrieved and sent to pathology for permanent specimen. They noted that 2 essure devices were present. Essure was applied. A cystoscopy was then performed . Bilateral ureteral jets were noted and there was no evidence of suture within the bladder. The pedicles were inspected and felt to be hemostatic. The 5 mm ports were removed under direct visualization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Abdominal x-ray - on (B)(6) 2017: two essure wires are present within the pelvis one of which is left of midline likely in the location of the left fallopian tube. The other has migrated to the central aspect of the pelvis. This is changed in location when compared to prior topogram of 2012 when it was present right midline. This essure wire may be present within the endometrial cavity. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: echogenic focus within the most superior aspect of the endometrial canal at the uterine fundus may represent a portion of an essure wire . CT pelvis without contrast is recommended for definitive characterization of current essure wire position if clinically indicated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: this case is incident. This case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old patient. Her demographic was updated. Her historical and concurrent were added. Essure indication was amended. Her concomitant medication was added. Previously reported unspecified event injury was updated to more specified events: pain: pelvic pain, weight gain and migration of essure device location of device: uterus were added. She had not recovered from aforementioned events. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.